Manufacturer narrative:
Final analysis confirmed; interrogation, unable to it was due to an integrated circuit anomaly which resulted in the loss of telemetry near elective replacement indicator (eri).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in clinic. The pulse generator would not be interrogated. The wand only had one bar and the programmer exhibited an error message - unable to find device -. The wand only had one bar, and the programmer provided an error message saying that it was unable to find a device. All attempts to restore device failed. The pulse generator was explanted and replaced successfully. No patient symptoms were reported.